Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "md found that injecting medicine into the hub of the product causes a leak" in the "front part". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one single lumen catheter for investigation. Visual inspection of the catheter revealed the catheter body was intentionally cut. After the sample failed functional testing, it was observed that there was a cut/slit in the extension line near the luer hub. Based on the smooth appearance of the cut, the damage appears consistent with the extension line coming into contact with sharps such as a needle, scissors or scalpel. The total length of the catheter extension line from the proximal end of the luer hub to the proximal end of the juncture hub measured 100 mm, which is within specifications of 98.5mm - 113.5mm per catheter graphic drawing. The outer diameter of the distal extension line measured 2.165 mm, which is within specifications of 2.13-2.21 mm per distal extrusion graphic. The inner diameter of the distal extension line measured 0.058", or 1.4732 mm, which is within specifications of 1.42-1.50 mm per distal extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing the lumen." In an attempt to replicate the reported defect, the extension line was flushed. Water leaked from a small slit near the luer hub. A manual tug test confirmed that the extension line was secured to the luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit) warns the user, "do not apply excessive force in removing guidewire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. "Do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." "Precaution: to minimize the risk of damage to extension line from excessive pressure, clamp must be opened prior to infusing through catheter." The customer reported complaint of "extension line leak" is confirmed. Visual examination of the catheter revealed that it was cut along the extension line. The catheter passed all dimensional testing. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the smooth appearance of the cut, it appears as the extension line was cut by a sharp object such as a scalpel or scissors. Based upon the customer report, the sample returned and the information available , unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "md found that injecting medicine into the hub of the product causes a leak" in the "front part". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.